Manufacturer narrative:
(B)(4). The customer returned one opened es-04150 kit for investigation. The spring wire guide (swg) was examined and found to be kinked in two areas, one of which had a coil offset. The j-tip was slightly straightened and both of the welds were full and spherical. The outer diameter and total length of the swg were measured and found to be within specification. The first kink was located 302mm from the proximal end and the second kink was located 309mm from the proximal end. A manual tug test was performed on the distal and proximal welds. Both welds were found to be intact. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the swg kinking during use was confirmed during the sample investigation. Two kinks were identified on the swg body and the j-tip was found to be slightly straightened, indicating use. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the swg (spring wire guide) bent and it was no longer possible to perform the procedure. The doctor finished the procedure with a new set and without issue.

Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that the swg (spring wire guide) bent and it was no longer possible to perform the procedure. The doctor finished the procedure with a new set and without issue.